Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited undersensing and low amplitude. Boston scientific technical services (ts) reviewed in detail the algorithm, slow beats and episode timer indicates length in dual chamber pacing (ddd) and how it reverts back to atrial demand pacing (aai). To date, this lead remains in service. No adverse patient effects were reported.